Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist (fcs), the patient underwent a transfemoral transcatheter aortic valve replacement procedure with a sapien 3 ultra resilia (s3ur) to be implanted in aortic position. The patient has a tortuous aorta which caused some difficulty when crossing the aortic annulus with the commander delivery system and valve. The delivery system was torqued less than one full rotation due to acute bend in the transverse aorta. During deployment, the physician mentioned it was more difficult than usual to inflate the balloon. Once the valve was fully expanded, they were unable to deflate the balloon when pulling back on the inflation device. A 50cc syringe was attached to the stop cock to pull out the fluid from the balloon. It was also difficult to pull the fluid back out, but they were eventually able to deflate the balloon. This resulted in the rapid ventricular pacing run being longer than usual. The approximate inflation time until fully inflated was about 10 seconds, and then approximate time to deflate the ballon was about 30 seconds, for up to almost a minute of the balloon being inflated. However, the patient tolerated the procedure well. The delivery system was withdrawn through the esheath without issues and no device damage was observed upon removal. The patient was transferred to recovery in stable condition. There were no patient injuries. The fcs tried to replicate the problem on the back table and could not produce the same difficulty. Upon discussion with the physician's team, it was agreed that the events were likely caused by the acute bend in the aorta.